Event description:
I got the essure procedure in (B)(6) 2011 after having my son. I had cramping, lots of weight gain, painful intercourse, back pain/spasms, painful menstrual cycle, and lost energy since having it in. I would only take tylenol/ibu profen, hot baths, and use a heating pad to ease the pain. I tried to ignore it and a friend that also got it done 2 weeks after me started having similar problems so when I came up with the funds to go to doctor in (B)(6) 2015 he agreed to take it out but I have to pay his fee first and with a son having special needs that is hard to do at this time; please help myself and others get rid of the pain this device has caused and prevent others from having to go through it.